Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the extraction screw was found broken at the tip as reported. Furthermore there are striation signs at the end of the coupling. The broken part is missing. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/ specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The review of the manufacturing documents has shown that the correct material was used and that the hardness was within the specification of 510-720 hv10. Conclusion: our investigation has shown that the complaint condition is confirmed due to the breakage. Because of the damage, it is not possible to measure the relevant dimensions anymore. Based on the findings above no fault could be found in material or during the production that may have contributed to the complaint condition. While no definitive root cause could be determined, we do suppose that the device encountered unintended forces, such as excessive force application during its use, which finally resulted in the breakage. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 309.530. Lot: l421149. Manufacturing site: bettlach. Release to warehouse date: 06.july 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. PMA/510k: the incorrect PMA/510k: date was inadvertently utilized in initial medwatch. The correct date is october 4, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a loan kit inspection an extraction thread has snapped off the extractor shaft. No patient involvement. This complaint involves one (1) conical extraction screw for large screws & 4.9mm bolts. This is 1 of 1 for report (B)(4).